Event description:
It was reported prior to using bd vacutainer® lithium heparin blood collection tubes there was 1 tube with a deformed/damaged lid. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary - bd received eight photos for investigation. A visual examination of these photos revealed improper assembly, causing the hemogard closure assembly to not be placed on the tube correctly. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: improper assembly. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® lithium heparin blood collection tubes there was 1 tube with a deformed/damaged lid. No adverse impact was reported regarding the patient or user.